Event description:
Titanium adapter had seperated from catheter during dwell 1 of apd therapy with the homechoice machine. The pt reportedly clamped off the catheter tubing and placed the exposed end in a cup of iodine. Pt then went to the hospital for replacement of the titanium adapter and minicap transfer set. Per rn, the pt received prophylactic antibiotics and no injury resukted from the incident. Rn reports that the seperation occurred as a result of someone stepping and pulling on the pt's tubing.